Manufacturer narrative:
Investigation summary: the reported complaints of particles could not be confirmed. No conclusions could be made from the photos and videos provided. Without the return of the sample a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
E1 - (B)(6). The device is not available for evaluation; however, lot history review will be performed.

Event description:
The event involved a chemoclave® bag spike with additive port dry spike where the customer reported that after connecting the saline solution, the spike, and the macro set, particles were observed in the device cup. The nursing technician reported that she uses the reported product connected to the baxter serum, which, according to her, does not have white plastic components, and then connects the braun set, which, according to her, whose needle tip is thicker and more pointed. In addition, it was said that, to ensure proper fitting and avoid disconnections, it is necessary to apply a certain amount of force to the connection between the ch-12 and the set. Additionally, it was stated that the braun set also does not have white parts that could justify the presence of particles. The event occurred during the preparation of the infusion, and it did not occur during patient use, there was no one harmed, no delay in therapy or adverse event as a result of this event. The incident did not contribute to a permanent or serious temporary injury, nor did it lead to or prolong the patient's hospitalization, and there was also no medical intervention.